Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11857. It was reported the pt met with the sjm representative for reprogramming, and the peripheral leads (off-label use) had invalid contacts. It was reported reprogramming was able to provide some coverage, however, the pt reported she wanted better coverage. There was no course of action planned for the future.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.